Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative: " pump (B)(4) did not alarm occlusion when an occlusion was present nor did it alarm that the infusion was completed." The device operator was unknown. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.